Manufacturer narrative:
Sections a2, a4, a5: information unknown/not provided. Section d6a: give date: n/a (not applicable). There is no indication that the device was implanted. Section d6b: if explanted, give date: n/a (not applicable). There is no indication that the device was implanted. Therefore, not explanted. Section e1: initial reporter first & last name and title: unknown, not provided. Section e1: address:(B)(6). Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal intraocular lens (iol) haptic was amputated during the lens insertion using the correct technique. No further information was provided.